Event description:
It was reported that it was believed that the patient's pump was replaced due to life span, and the patient was doing fine. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The patient's legs felt stiff. It was suspected the catheter may not be patent. A pump replacement was planned. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).